Event description:
Reporter stated the check button on the infusion device does not function, and she was unable to clear an e8 power interrupt error due to this. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).